Manufacturer narrative:
The user reported missing data from memory. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An app issue was reported with the adc device in use with an iphone xr with an ios operating system version 1651 and app version 2.10.1.7653. The customer stated the ¿novopen scan was not working.¿ the patient reported they manually added an insulin note which did not save in the logbook. As a result, the customer injected insulin twice by mistake, which resulted in hypoglycemia, a loss of consciousness, and seizure. The patient received hcp treatment of glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An app issue was reported with the adc device in use with an iphone xr with an ios operating system version 1651 2.10.1.7653. The customer stated the ¿novopen scan was not working.¿ the patient reported they manually added an insulin note which did not save in the logbook. As a result, the customer injected insulin twice by mistake, which resulted in hypoglycemia, a loss of consciousness, and seizure. The patient received hcp treatment of glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.